Event description:
Patient was undergoing laparoscopic sleeve gastrectomy. The surgeon used the endo gia stapler (endo gia ultra universal stapler, ref # egiauxl, lot # p3m0525x) with the first load while stapling the stomach without issue. When the scrub tech attempted to apply the second load onto the endo gia handle, it would not load. The handle was replaced and loaded without difficulty. No patient harm.======================manufacturer response for surgical stapler, endo gia ultra universal stapler (per site reporter)======================no known response.